Event description:
It was reported that the insulin pump alarmed button error and the buttons were not responding. Customer removed and reinserted the battery and was able to clear the alarm and continued using the device. Blood glucose value at the time of the event was 15.4 mmol/l. Customer performed a self test and it passed. A set and reservoir change was done and customer's blood glucose value the next morning was 5.4 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.